Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure and device implant on (B)(6) 2016. -uneventful device explant (B)(6) 2017. The patient underwent a fundoplication immediately after explant. -linx device found in the correct position/geometry. -patient reported as doing well after removal.